Manufacturer narrative:
Intuitive surgical, inc. Received the unit involved with this complaint and completed the device evaluation. Failure analysis was able to reproduce the customer reported complaint. The bottom of the axis 4 gear clamp has dropped below the mid-point of the housing boss. The axis 4 gear clamp will be reinstalled properly and the gear clamp screw will be replaced. This complaint is being reported due to a da vinci system malfunction rendering the da vinci system unavailable for use after the start of a surgical procedure. Although no patient harm occurred, if this malfunction were to recur it could cause or contribute to an adverse event.

Event description:
It was reported that during a da vinci-assisted prostatectomy procedure, errors occurred on the right master tool manipulator (mtm) indicating a homing failure. The procedure was converted to laparoscopic surgery with no reported injury. Intuitive surgical, inc. (Isi) followed up with the reporter and obtained additional information about the complaint. The customer called tech support and troubleshooting was performed by a reboot and power cycle of the system. However, the issue was unresolved. An isi field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The reported complaint was confirmed based on the field evaluation. The field service engineer (fse) resolved the issue by replacing the mtm. The mtm refers to the master controllers which provide the means for the surgeon to control the instruments and endoscope inside the patient from the surgeon side console (ssc). One mtm is assigned to the surgeon's left hand (mtml) and one to the right (mtmr).